Manufacturer narrative:
The complaint device was not returned to bsc, therefore product analysis could not be performed. Since the reported issues are covered by the instructions for use, it can be concluded that expected or well-understood factors most probably contributed to the event.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise and oversensing due to a suspected shocking electrode coil fracture. The patient underwent a surgical intervention to abandon the lead and implant a new product. No additional adverse patient effects were reported.